Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer's mother stated that they treated the low blood glucose with yogurt and glucose tablets. The customer's mother stated that the blood glucose reached 300 mg/dl. The customer's mother declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.